Event description:
The field service engineer reported a pump with failure code 703:00. This problem was identified during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 703:00 was confirmed in the pump's event history file. During product evaluation, a defective user interface module printed circuit board (uim pcb) was observed. The reported condition of failure code 703:00 confirms the defective uim pcb. The uim pcb was replaced and the device was tested.

Manufacturer narrative:
The reported condition was confirmed and was due to depleted main batteries. Review of trending data for battery alarm from the period of 2006 through 2007 reveals no trend.the issue of battery alarm due to depleted batteries will be addressed as part of the colleague deployment program.